Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed a failed mixing pump. User stated they would order and repair the pump onsite. As per follow up information received on (B)(6)2022, the device was not being used on a patient during reported event. The biomed would be repairing the pump onsite. As per sample evaluation results received on (B)(6)2022, it was noted that the retaining bracket for the level sensor was missing . The connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress . The circulation pump flow was 1 lpm low when tested with a bypass loop . It was also noted that this was due to a failing circulation pump. It was also stated that the technician installed a test input output board to stop power cycling.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed a failed mixing pump. User stated they would order and repair the pump onsite. Per follow up information received on 27apr2022, the device was not being used on a patient during reported event. The biomed would be repairing the pump onsite. Per sample evaluation results received on 01aug2012, it was noted that the retaining bracket for the level sensor was missing. The connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress. The circulation pump flow was 1 lpm low when tested with a bypass loop. It was also noted that this was due to a failing circulation pump. It was also stated that the technician installed a test input output board to stop power cycling. Per sample evaluation results received on 18aug2012, it was reported that the one tank seal lifted. It was also noted that the chiller evaporator outlet tube expanded.

Manufacturer narrative:
The reported issue was confirmed. Root cause : supplier root cause - inadequate verification and validation activities of the crimping process , single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. Device history record review was not required. Labeling review is not required because labeling could not have prevented this issue. The actual/suspected device was inspected.